Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 239 mg/dl. Customer treated with manual injections. The blood glucose reading at the time of the event was over 500 mg/dl. Customer was vomiting and nauseated. Customer stated that the blood glucose readings was increasing. Diagnosed diabetes ketoacidosis. Hospital treated with IV. Hospital staff noticed that the cannula was bent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.